Event description:
Caller reports patient had MRI scan yesterday, post MRI scan, patient is seeing an error message: setting not available. Cannot provide your desired intensity setting. Caller reports when he interrogated patient's implantable neurostimulator (ins), it was off, and he was able to turn stimulation back on to patient's desired setting, but when patient attempted to increased intensity, an error message occurred: setting not available. Cannot provide your desired intensity setting. Caller reports impedance was taken earlier: electrodes: 1, 2, 5, 9, 13, and 14: reference 0 5: 40k ohms 1: 23970 ohms 2: 32800 ohms 9: 33680 ohms 13: 15930 ohms 14: 34520 ohms caller reports patient is using: group a program 1: electrodes: 0, 2, 3, 6 7,8 program 2: electrodes: 8, 9, 10, 14, 15 program 3: electrodes: 7, 8, 9, 10 reference 2 8: 40k ohms 9: 40k ohms 10: 40k ohms 14: avoid 40k ohms 15: 40k ohms reference 3 0: 1440 ohms 2: 40k ohms 6: 1310 ohms 7: 1260 ohms 8: 1010 ohms reference 8 9: 34350 ohms 10: 1010 ohms 11: 1040 ohms 14: 35180 ohms 15: 1150 ohms ref erence 9: all 40k ohms reference 10 7: 1070 ohms 8: 1010 ohms 15: 1100 ohms reprogramming suggest to eliminated electrodes: 0, 2, 9, and 14 caller reports patient is now able to increased stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.